Manufacturer narrative:
Per the user guide: always make sure that the correct settings are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing low blood glucose levels between 50 and 60 mg/dl at night. Reportedly, the customer consumed fruit juice to address the low blood glucose. Customer is working with healthcare provider to adjust settings and address blood glucose